Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. The customer's address is unknown. New jersey, USA has been used as a default. Investigation summary: it was reported the syringe has something plastered to the tube. To aid in the investigation, one photo was provided for evaluation by our quality team. The photo shows a syringe with no packaging blister. The syringe barrel has embedded degraded resin and no other defects or imperfections were observed. The embedded degraded resin in the component typically occurs at the startup or intermittently during the injection molding process. The degraded resin can break loose and be molded into components. A device history record review was completed for provided material number 301301, lot number 1116964. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. Frequency of inspections have been increased to mitigate the escape of this defect. Based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that foreign matter was found in the bd luer-lok¿ syringe. The following information was provided by the initial reporter: "luer lock syringe with something plastered to the tube."